Manufacturer narrative:
F10) device code: appropriate term/code not available (3191) selected for perforation.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to deep venous thrombosis (dvt) left lower extremity. Patient is alleging tilt, vena cava perforation, organ perforation, contacts vertebra. Patient notes and further alleges experiencing "right side nerve pain from directly under breast to mid abdomen. I had not issues with erections prior to placement, but do now. Chest tightness that comes and goes. Abdominal distension and constipation". Additionally, patient notes "right sided activity is limited". Per the inferior vena cava (ivc) filter placement report dated (B)(6) 2013: "we deployed a celect filter below the level of the renal veins as suggested by the manufacturer. Post-deployment, a completion cavogram was performed, which showed that there was no tilt in the filter with good apposition of the legs of the filter to the wall of the inferior vena cava". Per the (B)(6) 2019 independent review of a (B)(6) 2019 CT of abdomen and pelvis: "the hook of the cook celect retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 18mm. One (1) anterior strut perforates the ivc wall and is embedded in surrounding small bowel. One (1) posterior strut perforates the ivc wall and contacts the l2 vertebral body. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified".

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.